Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 was confirmed in the pump history. The pump software was upgraded to resolve the issue. Error code 45: infusion pumps may exhibit false error codes which render the device inoperable until a recovery process is performed. Reference recall numbers: z-1867-2011, z-1869-2011, z-168-2011, z-1870-2011. Serial number (B)(4) does not appear in the recall.